Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available, and showed the battery indicator signifying that it is time for device replacement triggered falsely. The analyst noted that the false eri triggered on (B)(6) 2015 and the battery voltage was not available due to measurement system lock-up. A reset of the device by a programmer with updated software cleared the lock-up condition. (B)(4).

Event description:
It was reported that at the patient's device check in (B)(6), the device indicated a remaining longevity of 9.5 years. Two months later, the device displayed elective replacement indicator (eri), and the battery measurement was indicating 'not available.' The device remains in use. No patient complications have been reported as a result of this event.